Event description:
Reportable based on device analysis completed on 24aug2018. It was reported that crossing difficulties were encountered. The 95% stenosed, 20mm x 2.75mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 20 x 2.75 promus premier stent was advanced but failed to cross after several attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. A promus premier ous mr 20 x 2.75mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to a central stent strut row and to the most proximal stent strut row; struts were lifted from the stent profile. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.